Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown produce performance issue. Additional information obtained from the field which indicated that the lead exhibited high capture threshold measurements. No additional adverse patient effects were reported.